Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a temperature alarm after re-loading their cartridge. Customer was able to resume insulin delivery upon alarm dismissal. There was no impact to the customer's blood glucose level. Customer indicated injections would be used for back up therapy.